Manufacturer narrative:
2003. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.0mm, icm120v4, -15.0 diopter, implantable collamer lens was implanted into the patients right eye (od) in 2003. Asc len opacity was observed on (B)(6) 2020, 17 years after icl implantation. The reporter stated " no further steps are needed with od, because they internally switched od <-> os. So with od all is fine." . Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: per reporter, there is no complaint associated to the right eye (lens serial # (B)(6). Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 12.0mm, icm120v4, -15.0 diopter, implantable collamer lens was implanted into the patients right eye (od) in 2003. Asc lens opacity was observed on (B)(6) 2020, 17 years after icl implantation. Lens remains implanted. Per new information reporter meant to say that there is a mild asc lens opacity but the refractive surprise is only at left eye (os) and not at the reported right eye (od). For right eye (od) no lens exchange is planned right now. Claim # (B)(4).